Manufacturer narrative:
UDI #:unknown because serial number is not available/known. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant was performed on a patient that was unhappy with a multifocal lens that was previously implanted. The lens was replaced with another lens model, a zcb00. No other information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/01/2016. Returned to manufacturer: yes. The lens was returned to the manufacturer for evaluation and lens was cut into pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the all lenses were manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: (B)(6) 1934; gender/sex: male. Additional information received from the doctor states unable to produce best corrected visual acuity (bcva) better than 20/40. Patient anatomy was normal; lens anatomy assumed normal. Uncomplicated surgery, ora (ocular response analyzer), tcc wound os (left eye) at 2:55 and uncomplicated lri (limbal relaxing incision) at 8:55. Brand name: tecnis 1 multifocal; common name: multifocal iols; model: zmb00; catalog #: zmb00u0235; serial #: (B)(4); expiration date: 08/26/2017. (B)(4). Device manufacture date: 09/26/2013. Manufacturer report number - since the serial number is now provided, the correct manufacturer report number is (B)(4). All pertinent information available to abbott medical optics has been submitted.